Event description:
Information received from the field does not address the patient's clinical status but notes a lead impedance of >2000 ohms in both configurations. There was no capture at 7.5v, and poor sensing thresholds at 1mv. A x-ray will be taken to confirm a likely subclavian crush. The patient will be scheduled for lead cap and revision.